Manufacturer narrative:
Concomitant medical products: e2dr01aa ipg, implanted: (B)(6) 2006.

Event description:
It was reported that there was a lead warning on the right ventricular lead for low impedance. The low lead impedance has been stable for the last year. There was also no sensing when programmed bipolar. The patient refused a lead replacement. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.